Event description:
It was reported that balloon rupture occurred. The patient presented with acute coronary syndrome (acs). The target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The physician performed aspiration to restore blood flow followed by observation of the lesion via intravascular ultrasound (ivus) and it revealed that the culprit lesion was still calcified. Subsequently, the physician performed rotational atherectomy with 1.25 and 1.75 rotablator burr and ivus confirmed that wide range of the lesion as able to be ablated. A 2.00mm x 30mm emerge¿ balloon catheter was then advanced for predilatation and it was noted that indentation was not performed enough. However, when the inflation pressure was increased to rated burst pressure, the balloon was ruptured. Angiography showed that the lesion was not damaged by this event. The device was completely removed from the patient and the procedure was completed with a flextome¿ cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).